Event description:
It was reported that this patient presented to the emergency room (ER) after receiving an electric shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Upon interrogation, there was a stored treated episode with one shock that was deemed to be inappropriate. Technical services (ts) analyzed device episode data and agreed that the shock was clinically inappropriate due to being below programmed heart rate zone. There was a morphology change after the shock suggesting that there was an arrythmia present. It was noted that the patient felt light-headed prior to shock. Ts found t-wave oversensing present during the episode. This system was programmed in the primary vector. Ts discussed device optimization. It was noted that the patient was discharged. Subsequently, this system was reprogrammed to the secondary vector after optimization. No additional adverse patient effects were reported. Currently, this electrode remains in service.